Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) pace/sense lead having low impedance measurements. The pace/sense rv lead was explanted and replaced. It was later reported that the patient went to the clinic after hearing an alert and the physician suspected a possible microfracture. The rv pace/sense lead was explanted and replaced. The patient is part of the (B)(4) study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation melted, had cosmetic environmental stress cracking, and cosmetic depression. There was blood in/on the helix/lobe mechanism and visual analysis revealed apparent explant damage.